Manufacturer narrative:
Device was not implanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal device was placed and the IFU steps were followed. The anchor could not be placed, and the device was completely pulled off. Additional information was received on september 18, 2018. The procedure being performed was a diagnostic. Hemostasis was achieved by manual compression. A 5fr femoral sheath was used. A pre-deployment angiogram was performed. The patient was in stable condition. There were no other devices or equipment used with the reported product. Additional information was received on september 19, 2018. The estimated blood loss was less than 250cc.

Manufacturer narrative:
One used 6fr angio-seal vip device was received for product analysis. The plastic header bag was returned along with the device. Visual inspection revealed that the collagen was found at the distal end of the fully exposed tamping tube. Some evidence of tamping was noted, however, the distal part of the collagen had teared and disintegrated. Both the clear and the black compaction markers were fully visible from the carrier tube assembly. The hemostatic sheath was properly mated with the deployment sleeve. The deployment sleeve was in the rear lock position with the color bands fully exposed. The device was disassembled and the suture spool was checked. There was no foreign matter and no obstructions noted. There were no turns of suture left within the spool. Microscopy was used to determine if the anchor was still present in the collagen. Under microscopy, the anchor could not be observed within the knot. IFU states "once hemostasis is achieved do not tamp to intentionally go beyond the distal end of the black compaction marker". There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely the collagen was over tamped as indicated from the fully exposed black compaction marker along with the microscopic images of the collagen. However, the exact cause of the reported event cannot be definitively determined based on the available information.